Event description:
It was reported that when using the BD Pyxis¿ ES Server, station displayed an order interface problem error. The station was unable to load medications, and users could only remove medications. Refill functionality was intermittent. The device was rebooted, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & H4: Serial number, Model, Catalog, Unique Device Identifier and Manufacturer Date not available.Upon investigation of the actual device of this incident, it was determined that the broken screw fragment was found lodged between drawers 5.1 and 5.2. A Field Service Engineer (FSE) removed the screw and replaced the rubber bumpers as a preventive measure, and the drawer was reinstalled. The drawer was tested multiple times with the customer and again after system startup, with no further issues observed. A separate software-related patient interface issue was identified and escalated to Technical Support. TSS remotely connected to station, confirmed that the order interface issue had been resolved, and verified through log review that the station was communicating normally with the application server. No active notices or communication issues were found. The issue was resolved. The system functioned as intended after the Field Service Engineer and Technical Support Specialist repaired the device.